Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor. The cause of the reported issue was the worn-out clutch parts. The device passed all testing following repairs.

Event description:
It was reported that the pump displayed a travel coarse error. The event occurred during a self-test. There was no patient involvement.